Event description:
Major pump unit (s) involved:external control system failure. System controller. Specific component(s) involved: external controller malfunction. Patient had controller that needed software upgrade, caused red heart alarms. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of external controller. Other intervention: controller sent to thoratec for upgrade. Type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.